Event description:
It was reported that the patient had a neurostimulator trial in (B)(6) 2010 aborted because the physician "couldn't stop the bleeding."

Event description:
Additional information received reported that the patient's device had not been turned on in two years after being told by her health care provider (hcp) that her leads were not positioned properly when they were implanted 7 years ago. The device was adjusted only three times by a manufacture representative until her hcp tried to insert another lead in a trial. Her hcp reportedly "hit a blood vessel" and could not stop the bleeding. She was then sent for blood work because it was thought that she was "a bleeder." All the tests reportedly came back negative. It was further reported that they were unsuccessful in placing the lead in the area needed. It was noted that the "test was not helpful." It was further noted that the patient was released from her hcp's care because she would not have surgery. It was unclear what the nature of that surgery was. Refer to manufacture report # 3004209178-2012-08402.

Event description:
Additional information from the healthcare provider stated the cause of the event was unanticipated profuse bleeding in the patient's tissues outside the epidural space.

Manufacturer narrative:
Product ID neu_unknown_lead. Product type: lead.

Manufacturer narrative:
(B)(4).